Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a surgical procedure, to address a tympanic membrane closure, the implant could not be preserved and it was also reported that it was in an extracochlear position.

Manufacturer narrative:
Device investigation did not show any device malfunction which is expected to be present whilst implanted. According to the information received, the patient underwent a device unrelated surgery. During this surgery it was noted, that the active electrode was completely out of cochlea. Therefore it was decided to re-implant the patient with a new device. Damages found during investigation are most likely related to explantation surgery. This is a final record.

Event description:
During a surgical procedure, to address a tympanic membrane closure, the implant could not be preserved and it was also reported that it was in an extracochlear position.